Event description:
It was reported by the customer that a pyxis medstation es system exhibited slow performance and the application encountered a crash, which could lead to hardware failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was slow and the application had crashed. A technical support specialist verified that the database was in good condition. The system functioned as intended after the technical support specialist troubleshot the device.